Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Event description:
The customer reported the device was unable ot produce sound. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips received a complaint on the avalon us transducer indicating that the handset probe could not hear the sound. Additional information provided indicated that the us transducer was not functioning so no sound was being produced at the avalon fm20 fetal monitor. The hospitals equipment engineer disassembled the probe and found that the pins of the plate were loose. The hospital equipment engineer re-welded the pins into position to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
The device was in use on a patient.